Event description:
It was reported that this insertable cardiac monitor (icm) device was recommended to be replaced because after thirteen months implanted it was at the recommended replacement time. The boston scientific representative provided there is no plan to explant and replace the icm device until the patient has been seen by the physician. The icm device has subsequently been explanted. A new icm device was implanted during the same procedure. Device return has been requested but the icm device has not been returned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was recommended to be replaced. After thirteen months implanted the icm device was at the recommended replacement time. The boston scientific representative provided there is no plan to explant and replace the icm device until the patient has been seen by the physician. The icm device has subsequently been explanted. A new icm device was implanted during the same procedure. Device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.